Event description:
It was reported that the abutment screw has become loose in patient¿s mouth, clinician will be removing abutment and crown and remaking the case.

Manufacturer narrative:
Zimmerbiomet complaint number :(B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection via naked eye and camera magnification revealed there was no visible damage to the threads, just debris. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth site #7 and had been in use approximately 6 years prior to the event. Complainant reported that the abutment screw loosened in patient¿s mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.